Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and bubbles.

Event description:
Patient reported thinks that left device is ruptured. Bubbles have formed that patient can move. The device remains implanted. Left side.